Event description:
It was observed that during the device evaluation, the colonovideoscope exhibited that foggy images occur due to dirt on the object lens. There was no patient involvement.

Manufacturer narrative:
The device was returned to olympus for evaluation, and it was found that foggy images occur due to dirt on objective lens. Based on historical data, that possible causes are due to damage or deterioration of parts, environmental problems like dust/dirt/humidity, optical problems, overheating problems, and electrical problems like signal loss or open circuits. Therefore, a definitive root cause could not be determined. Olympus will continue to monitor field performance for this device. Should additional relevant information become available, a supplemental report will be submitted.